Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient was admitted on (B)(6) 2021 for acute gastrointestinal (gi) bleeding and signs of congestive heart failure. Arteriovenous malformation (avm) noted on prior admission and clipped during admission. The patient¿s hemoglobin (hgb) was 7.2 g/dl and the account reported melena in the patient¿s stool. The patient received a total of 4 units of packed red blood cells (prbcs). According to the account, the event resolved on (B)(6) 2021 and the patient was discharged on coumadin only. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 01oct2020. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. In addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for acute gastrointestinal bleeding (gi) event and signs of congestive heart failure. Arteriovenous malformation (avm) noted on prior admission and clipped during admission. The patient¿s hemoglobin (hgb) was 7.2 g/dl and melena in stool. The patient received a total of 4 units of packed red blood cells (prbcs). No source identified but this was noted to be in a subtherapeutic international normalized ratio (inr) setting per pi and institutional policy for lvad's (left ventricular assist devices). The patient was transitioned to open label and would not receive any aspirin and would be discharged on coumadin only. The patient outcome resolved without sequelae with a stop date of (B)(6) 2021. No additional information provided.